Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video connector socket had been degraded due to the long period of repeated use, because the device was placed more than 8 years ago. Thus, the electrical contact with the connector became unstable and no image was generated.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus, it was found that the video connector was faulty and resulted in no image. There was no report of patient injury associated with the event.